Event description:
During a routine shift check by a clinician, the device would not power up with ac or battery power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty oscillator on the system board. Trend analysis for failures of this type does not indicate an increase in frequency.